Event description:
It was reported the device was used during a thoracoscopy. It was reported reload of ez45b fell out twice, clicked when rotating, and when fired, the knife did not cut completely between the staple line. The initial reload fell out, 2nd attempt fired ok, then next reload fell out so a new reload was used. Out of 6 total firings with the device, 3 staples lines needed bovie between staple line to complete cut. The rep is returning the instrument with one reload which fired fine. There was no consequence to the pt.